Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the f&p service center in (B)(4), where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician. Results: inspection of the complaint neopuff resuscitator confirmed that the maximum pressure relief valve adjustment knob was stuck. Conclusion: we are unable to determine what may have caused the reported event to the subject neopuff resuscitator. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. The neopuff technical manual states the following: clean external surfaces of the neopuff infant resuscitator and gas supply line using a damp cloth and mild soapy water or isopropyl alcohol. Dry all surfaces after cleaning with a clean soft cloth or paper towel. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby. The integrity of the system and manometer should be checked prior to first use, annually and after servicing all maintenance and service procedures must be performed by qualified personnel using only fisher & paykel healthcare parts.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the maximum pressure relief valve of the neopuff infant resuscitator was stuck. No patient consequence was reported.